Manufacturer narrative:
The sample was received for evaluation. Visual inspection performed via naked eye showed a cut in the tubing, which would result in backflow of blood/fluid. The reported issue was verified. The cause was the cut tubing. The cause of the cut tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access - catheter extension sets experienced backflow of a patient blood. There was no patient injury or medical intervention associated with this event. No additional information is available.